Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line sensor was faulty. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Customer¿s reported problem was verified by functional testing. The caused is faulty air detector. The air detector was replaced to correct the issue.